Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitoring report noted lead integrity alert for the right atrial (ra) lead. The caller was advised out of range low impendences had been triggered but since have been stable and recommended they continue to monitor closely going forward. The caller was also advised that an in-clinic interrogation would clear the lead warning. The lead remains in use. No patient complications have been reported as a result of this event.